Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was due to the response button cable being cut, causing fault. The cause of the non-functional response buttons is the damaged cable. Upon further investigation, there were also several damaged components on the ca board, causing the monitor to not pass detect and treat testing. The root cause of the cut cable was unable to be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor's response buttons were non-functional.